Manufacturer narrative:
No electrodes required repositioning and another surgery was not required. Device UDI was provided on initial MDR and is not required to be provided as this product is no longer manufactured.

Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  On 04/26/2017 a medtronic representative, following-up at the site, reported the the merge was completed by doctor. The reference exam was changed to the new one (CT data, taken after the surgery). The alleged inaccuracy was found after that then the reference exam was back to the old CT data (taken before surgery) and they merged again. On 05/09/2017 software engineering analysis of logs reviewed provided no additional insight regarding the cause of the reported complaint. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while in a electrode and probe placement procedure, the merge shifted when using their navigation system. In order to check the position of the electrodes, the computed tomography (CT) taken after the deep brain stimulation (dbs) procedure was merged with the magnetic resonance imaging (mr) used during the procedure. However, the surgeon alleged that the plan created during the procedure had shifted significantly. The merge seemed to be successful, with no shifting observed in ac, pc and midline. Due to the shifting, the surgeon deemed being unable to evaluate if the electrodes were placed properly as planned. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.